Event description:
It was reported that the device was replaced and the leads were repositioned due to patient discomfort at the stimulator site. Explant date was (B)(6) 2013. Additional information received reported that impedances were tested and had been slightly high initially but came down on repositioning. Troubleshooting had been performed in the office. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2013. Product type: lead: product ID 435135, serial# (B)(4), implanted: (B)(6) 2013. Product type: lead: product ID 435135, serial# (B)(4), implanted: (B)(6) 2013. Product type: lead: product ID 435135, serial# (B)(4), implanted: (B)(6) 2013. Product type: lead. (B)(4).

Manufacturer narrative:
Final analysis of neurostimulator model 3116 (lot # nhv109019h) showed no anomaly found.

Event description:
Additional information received reported that the patient¿s implantable neurostimulator (ins) was revised and replaced due to ¿dysfunctional gastric stimulator battery¿. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.